Event description:
It was reported that the ilet pump screen displayed a prompt asking whether drops were visible during tubing fill, but the on-screen yes button was unresponsive; the family attempted a full power cycle and recharge without resolution and planned to attempt a reset via the app. Customer care provided support that included communications with the user and analysis of information provided. Investigation of this case revealed a touchscreen key/button unresponsiveness consistent with a software-related problem affecting the touchscreen component. Symptoms included no clinical signs, symptoms, or conditions reported. Outcomes included no health consequences or impact. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.